Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing leading to pacing inhibition. Programming changes were performed. There were no patient consequences.